Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation visual inspection found burn damage to radio printed circuit board (pcb). It was determined that the device is unserviceable for the observed failure. The battery module will be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery, it was observed to have burn damage to the radio printed circuit board (pcb) . No additional information is available.